Manufacturer narrative:
The complaint has been submitted to vygon germany, which is where this part was manufactured, for evaluation. The investigation summary is as follows: we received the catheter without a sliding clamp as a faulty sample. There were glue residues present at the junction between the catheter tube and the extension line. The attempt to flush the catheter with water was unsuccessful, even after massaging it in warm water to dissolve potential solution crystals or dried blood. Microscopic examination revealed a tear at the junction between the catheter tube and extension line, which caused the leakage. The tear showed a typical rough surface caused by tensile forces. In general, there are various events that can lead to a leaking catheter: 1. Tensile force which may be caused by: - dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, in the IFU it is stated: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it" and "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. Furthermore, there is a warning in the IFU: - do not overstretch the catheter as it may rupture, causing a catheter embolism. The customer reported using an alcohol-based disinfectant, which can contribute to catheter damage, and noted that the catheter was used for 44 days, exceeding the recommended usage period. It is important to note that, according to the instructions for use (IFU), the catheter is intended for use up to 29 days. A review of the component batch history records; no deviations were found. The batch complied with their specifications and was released accordingly. Each catheter is flow and leak tested during production as part of quality control process. A two-year review of vygon USA's complaint data revealed that this is the first complaint regarding guidewire issue for batch no. 24l001d. Corrective action: investigation indicates that tensile forces caused the issue. Additionally, the customer reported that the catheter was used for 44 days before the leakage occurred, suggesting that the defect is unlikely to be manufacturing-related. Any manufacturing problems that could cause a leak would likely have been detected by the user during the initial flushing of the catheter. Therefore, no further corrective action has been initiated by quality management at this time. The customer also used the catheter for 44 days, which clearly exceeds the intended use limit of 29 days as specified in the IFU. We recommend following the intended use as specified in the product IFU.

Event description:
Found PICC leaking where line connects to hub. Defective PICC d/c'd and patient required additional peripheral sticks for new access.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Found PICC leaking where line connects to hub. Defective PICC d/c'd and patient required additional peripheral sticks for new access.